Event description:
It was reported that the insulin pump alarmed no delivery when customer was filling the tubing during infusion set changed. Customer's blood glucose was unknown. Customer reports the alarm was resolved by a complete set change. Customer stated he was able to prime the tubing. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.